Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that post surgery of (B)(6) 2010, the patient began experiencing worse pain than she did prior to the surgery. Following the surgery, this new pain and symptomology never resolved or subsided. The patient stated that her lower back hurt worse than it did before the surgery. She had post-operative consultation in (B)(6) 2010. Since her follow-up, she is in constant radiating pain in her right leg.

Event description:
It was reported that the patient underwent a " l5-s1 posterior axialif instrumented fusion" where rhbmp-2/acs was used on (B)(6) 2010 . It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.